Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down unexpectedly. Although requested by tandem technical support, the customer declined to perform troubleshooting. The customer continued using the pump for insulin therapy. Several hours later, a malfunction alarm occurred. Customer's blood glucose level was 400 mg/dl. The customer reverted to manual injections for insulin therapy.